Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that they are unable to disconnect oftiflow to oxygen intake. The customer contacted product support for service repair. The customer reported that the unit was in use on a patient , but there was no patient harm reported.

Manufacturer narrative:
G4: 23mar2020 b4:(B)(6)2020. Per biomedical engineer the problem was that they could not disconnect the hose from the wall outlet, but it is solved now. The unit serial number (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13may2020, b4: 17jun2020. H11: the customer could not disconnect o2(oxygen) hose from it's connection was identified as user error. There was no patient harm reported. There was no product malfunction identified. This complaint was identified as not reportable submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.